Event description:
It was reported that an edwards 6900ptfx mitral valve was explanted after an implant duration of 67 months due to calcification and restricted leaflets. The healthcare provider declined to provide any related medical records such as operative report or patient medical history due to privacy regulations.

Manufacturer narrative:
Methods = x-ray. Evaluation summary: the valve exhibited moderate to heavy calcification in the cusp area of all three leaflets. At the free margins, heavy extrinsic calcification was evident at leaflets 1 and 3 at commissure 1, and at leaflets 2 and 3 at commissure 3. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate host tissue overgrowth encroached onto the outflow and into the orifice at the greatest point by approximately 3-4mm. Host tissue overgrowth was minimal to moderate at the stent inflow and the stent outflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple attempts, the healthcare provider has not provided any additional information about this event due to patient privacy regulations. Device evaluation confirms leaflet calcification as the primary cause leading to stenosis of the valve and subsequently its explant; calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history has not been provided. There has been no information to suggest a quality deficiency during manufacturing that may have caused or contributed to this event.